Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The patient noted the pod had fallen off the infusion site, dislodging the cannula. The site appeared swollen and irritated. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported event could not be determined. The formed needle and bottom housing were inspected for manufacturing defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined.